Event description:
The main body graft was introduced and advanced through the right femoral artery. Graft was deployed as intended and the cannulation of the contralateral limb was performed. The contralateral iliac leg graft was advanced and deployed in the limb of the main body graft with the maximum overlap. The arteriogram performed during the deployment of the leg graft did not view a clear oblique. The ipsilateral iliac leg graft was deployed, landing in the common iliac artery. Post angiogram performed after the graft placement viewed that the bifurcation of the left internal iliac artery did not branch off of the common iliac artery in the normal fashion. When deploying the iliac leg graft, the orifice of the internal iliac artery had been inadvertently occluded. Since the pt had a patent right internal iliac artery no further intervention was performed. Final angiogram viewed a successful exclusion of the aneurysm.